Event description:
The 94% pmns [synovial fluid white blood cells positive]. Left knee painful [arthralgia]. Left knee blew up/knee was swollen [joint swelling]. Knee was aspired [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt, initials unk. The pt's medical history was not provided. On (B)(6)2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml into both knees and within 24 hours pt's left knee blew up and was painful. On (B)(6) 2012, knee was aspired. The synovial fluid analysis revealed presence of wbc over 35000, c-reactive protein (crp) 0.6 with no crystals and negative gram stain. On (B)(6) 2012, her left knee was aspirated again and about 70 ml of joint fluid was aspired. The synovial fluid analysis revealed 68000 wbc with 94% polymorphonuclear leukocytes (pmns). On the same day, polocaine (mepivacaine) was injected into the knee. On (B)(6) 2012, the pt's knee was swollen and painful. On the same day, arthroscopic lavage and partial synovectomy was performed. The pt's wbc were 13000 with 91% pmns. The physician reported that after synovectomy, the pt felt much better and had completely recovered. The physician discussed that hypertrophied, hyperactive synovium, type 4 hypersensitivity or foreign body reaction were the possible mechanism causing flare and was also concerned about possible infection because of 94% pmns. Synvisc one dose was not changed. Concomitant medications were not provided. The intensity for the events of 94% pmns, left knee was painful, left knee blew up/knee was swollen and knee was aspirated was not provided by the reporter. The relationship between synvisc one and the events of 94%, left knee was painful, left knee blew up/knee was swollen and knee was aspirated was not provided by the reporter. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 2 reports from this reporter. The total list of cases created from this reporter is (B)(4). MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.